Manufacturer narrative:
This pacemaker is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient had experienced syncopal-like symptoms and was admitted to the hospital. Review of their system revealed this pacemaker was at end of life so the physician thought the battery had prematurely depleted. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, automated testing and detailed analysis identified an issue with the inductive telemetry circuit within the mixed mode ic ¿ u3. The inductive telemetry circuit was drawing current that was higher than the upper allowable limit. This extra current was only being drawn during inductive telemetry sessions which typically occurs a couple of times a year. This extra current did not contribute to battery depletion. Analysis determined the device experienced normal battery depletion and the drain observed in the field was due to the output parameters being at their highest settings because of high thresholds.